Manufacturer narrative:
A product investigation was completed: the reported problem of inserting and bending could not be reproduced. The protection tube could be inserted into the aiming arm (part number 03.010.049 or 03.010.050). The device passed successfully the performed functional test. We have received the article 03.010.063 protection tube for investigation. The visual inception has shown that on the shaft, close to the sleeve stop, are marks visible which were probably caused by a pliers or a similar instrument. The fact that the instrument was bent could not be detected. In addition, over the entire length of surface are scratches visible. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. The device met the specifications at the time of manufacturing and distributing in may 2011. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. Additional product code: fsm. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: (B)(4). Manufacturing date: may 16, 2011. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a surgery for femoral diaphysis fracture, the surgeon experienced difficulty inserting the protection sleeve in the bone. It was noted that the protection sleeve was bent; the surgeon used a hammer on the protection sleeve. The surgery was completed successfully with a ten (10) minute delay. No adverse consequences were reported. This is report 1 of 1 for (B)(4).